Manufacturer narrative:
Please reference medwatch 3004209178-2015-82582. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high and low blood glucose readings. The customer's blood glucose was 400 mg/dl. At noon the customer's blood glucose was 48 mg/dl. The low blood glucose levels were treated with food. The customer also states that they had a calibration error. It was also stated that the transmitter did not blink when they put it on the sensor. Advised the customer to call back after fully charging the transmitter to repeat the test plug procedure.